Manufacturer narrative:
Date of publication used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and stent obstruction are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop and stent obstruction are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through a review of the article titled "intraocular pressure after cataract surgery combined with ab-interno trabeculotomy vs. Trabecular micro-bypass stent; an intra-subject same-surgeon comparison", the following postoperative complications were reported. There were thirteen (13) cases elevated iop at 3-4 hours postop, including three (3) cases of stent obstruction requiring yag laser treatment to cut a membrane or peripheral anterior synechiae (pas) blocking the stent. Through follow-up, the following additional information was provided. Reportedly, there was medical intervention required to treat the reported cases of iop increase, and the patients¿ outcome was reported as ¿good¿. In addition, following the yag laser treatment, the reported cases of stent obstruction were noted to be ¿good¿.